Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, h2, h3, h4, h6 complaint sample was evaluated and the reported event was confirmed. One ringloc bi-polar 28x52mm was returned and evaluated. Upon visual inspection the locking ring was returned in the shell with the chamfer in the correct position. The ring was removed for further evaluation and was bent with an indentation on the side opposite the chamfer. It is unknown when the ring became bent. The height and width of the ring were checked per the print and found within conformance. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the locking mechanism within shell was defective and therefore, the plastic liner would not seat. Another ringloc shell was used to complete the procedure. There was no delay. No additional information.